Manufacturer narrative:
Results & conclusion summation - product performance engineering determined that balloon rupture below the rated burst pressure (rbp) can be caused by numerous factors including mechanical damage, stent crimped too low, mechanical damage from interaction with another device or anatomy, or blockage in lumen. In this instance the unreturned device would have assisted in the investigation; however, it was gathered from the incident info that the target lesion was mildly calcified. This may have contributed to the reported balloon rupture. The exact cause is undetermined, but there is no indication of a quality issue.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was 90% stenosed and mild calcification was observed. After pre-dilatation, the mini vision was positioned. During the first inflation, the balloon ruptured at 10 atm. The mini vision stent delivery system (sds) was removed out of the pt and another company's balloon was used for post-dilatation; therefore, the stent was implanted successfully. No additional event or pt info is available.